Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels that were high (specific value was not provided); cause was unknown, with trace ketones. Customer required assistance giving a manual injection to address bg levels while emergency medical technician's check vitals and ensured customer was stabilized. Recommendation was made to discuss diabetes management with a health care professional.